Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the during a revision procedure on (B)(6) 2018. The surgeon removed the top portion of the broken nail, as well as the helical blade and distal locking screw with no issue. While trying to remove the shaft of the nail with the helical blade/screw coupling screw the threads were damaged on the screw. Another helical blade/screw coupling screw was used with the existing helical blade inserter but it wouldn't screw together. It appears the helical blade inserter may have damaged threads as well. A new coupling screw and helical blade inserter were used to remove the remainder of the nail shaft. As a result, there was a ten-fifteen (10-15) minute surgical delay. The fracture was reduced and the patient was revised to a shorter nail. The procedure was completed successfully. Patient outcome is stable. Concomitant devices reported: 4mm/130 degree titanium (ti) cannulated tfn-advanced proximal femoral nailing system (tfna) 420mm/right-sterile (part # 04.037.462s, lot # 836988, quantity # 1). This is report 1 of 1 for (B)(4). This complaint involves one (1) device. This report is for a helical blade inserter.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the device: part number: 03.037.024 synthes lot number: t145403 release to warehouse date: 09-mar-2017 manufacture site: (B)(4) part expiration date: n/a a review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. A manufacturing investigation was performed for the subject device (brand name helical blade inserter, part number 03.037.024, lot number t145403). The subject device was returned to the manufacturer with the complaint condition stating the returned helical blade inserter was unable to assemble with the returned helical blade/screw coupling screw. Some damage was observed to the threads; however, the full extent could not be determined as only a limited visual inspection was able to be performed due to the threads being enclosed in the shaft. Unrelated to the complaint the returned device was found to be missing some of the alignment indicator epoxy. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation in this complaint investigation. Drawings were reviewed during investigation. The minor thread diameter of the inserter threads was measured to be 8.02mm using vermont gage pin. The standard m9 thread is m9x1.25 with a tolerance class of 6h. This relates to a minor thread diameter range of 7.647-7.912mm. Based on this it is concluded that the threads are deformed, consistent with the visual inspection. It is unknown if the thread deformation occurred due to the deformation of the helical blade/screw coupling screw or if the devices were cross threaded. Review of the device history record showed that there were no issues during the manufacture of this product, including material and material properties, which would contribute to this complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: lot number and UDI. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For concomitant part # 04.037.462s, lot number was identified as # h369888.

Manufacturer narrative:
Date device returned to manufacturer. Therapy date: (B)(6) 2018. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is linked with (B)(4) for the cause of the revision (broken nail).